Event description:
Caller reported compact plus blood glucose results: 71 mg/dl at 10:12 am; 63 mg/dl at 9:53 am; 58 mg/dl at 9:52 am; 119 mg/dl at 9:36 am; 254 mg/dl at 9:23 am; 76 mg/dl at 9:13 am; 121 mg/dl at 9:03 am; 339 mg/dl at 8:43 am. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.